Event description:
The customer reported the evis exera ii xenon light source front panel turns on and off when the narrow band imaging function is activated. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to the first and second turret wheel motor stuck during the initial boot up. In addition, worn out scope socket, debris inside the air pump tubing, corrosion on bottom chassis, charred fuse component on alternating current inlet of power supply, cracked lens base, and missing screw on the back of the main board were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The aware date has been corrected to feb 22, 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, regarding the front panel turns on/off when nbi function is activated, the issue was not duplicated and we could not determine the cause of this phenomenon from the investigation results. Regarding the charred fuse component on ac inlet of power supply, we could not determine the cause of this phenomenon from the investigation results. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.